Manufacturer narrative:
The customer did not request service. No samples were returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: system message displayed; system swapped out. The nurse reported a system message displayed during surgery. The system was swapped out to complete the case. The case was delayed approx 20 minutes while swapping the systems. No pt injury was reported.